Manufacturer narrative:
Product analysis an attempt was made to inflate the device; however, liquid was observed exiting the shaft on inflation on closer inspection a tear was noted on the shaft of the device. The tear was protruded distally on the shaft medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a in.pact av drug coated balloon, an issue occurred when physician pulled negative on balloon with inflation device and blood was pulled back into inflation device. The event took place at the right innominate vein, which had a fibrous plaque with minimal tortuosity. The lesion measured 30mm in length, and the vein had a diameter of 10mm. The procedure involved the use of a 7fr non-medtronic sheath and a non-medtronic guidewire. The vessel was pre-dilated using an evercross 9mmx40 dilation device, and the balloon was passed through a previously deployed non-medtronic stent. The red cover needed to be cut for reach. The device was safely removed, and the procedure was completed using a new medtronic device, specifically an avdcd 10x40. No patient complications have been reported as a result of this event.